Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that there was an issue with pdu fan tray and dcps. A review of the system logfiles confirmed the reported malfunction. The defective pdu fan tray and dcps parts were returned for analysis and it was concluded that the 24v power supply was defective. Fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the pdu (power distribution unit) fan tray and dcps (dc power supply) unit and returned the system to use in good working order.